Manufacturer narrative:
This report is submitted on september 13, 2021.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and was treated with antibiotics (type, date and duration not reported). Subsequently, the patient underwent a revision surgery under local anesthesia (date not reported), in order to remove and replace the abutment. The implanted device remains.

Manufacturer narrative:
Per the clinic, it was reported that the patient underwent abutment replacement under general anesthesia. This report is submitted on december 01, 2021.

Manufacturer narrative:
Per the clinic, the patient also experienced infection at the abutment site, and during the abutment revision, the infected skin was removed with a knife and cauterised. This report is submitted on october 8, 2021.